Manufacturer narrative:
(B)(4).

Event description:
Two erroneously high ethanol results were reported out of the laboratory. Root cause: the failure mode appears to be the water system and contamination of the au400 because the water system was serviced and the au400 decontaminated and now the instrument has been running within established specifications.